Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The report of a cloudy lens was not confirmed. The optic was clear in appearance and the optical resolution was acceptable with a focal length reading equaling the labeled diopter. The product was damaged and this damage was not reported by the customer. One haptic was broken, the second haptic was bent and the lens optic was scratched and had cracks across the anterior surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was provided to the sales representative on 11/03/2006. To date, a completed questionnaire has not been recevied.

Event description:
A surgeon reported an intraocular lens (iol) appeared cloudy seven years following initial iol implant surgery. Additional information provided on 11/03/2006 revealed the iol was explanted in 2006.